Event description:
Consumer called to report their meter is not accurate. Taking readings within "seconds" of each other and getting very different results. Analysis run on clark error grid using mean avg. Readings (202) as reference point vs. Bd readings (53,351) yielded some data points in the e range of the grid, outside acceptabl limits.